Event description:
Rptr stated, "insert was opened but it did not fit the baseplate." Another insert was readily available and implanted. There was no adverse consequence for the pt or delay in surgery or anesthesia time.